Manufacturer narrative:
The investigation for the reported thrombus issue has been completed. The product was returned, and the issue was confirmed. Data logs were not returned. Visual inspection of the returned pump revealed the presence of biomaterial on the impeller. No other damage or abnormalities were found. Per the clinical information, clot ingestion was suspected, and biomaterial was observed on the pump at the time of pump removal. Per the results of the clinical review and investigation, the root cause was determined to be clot ingestion was suspected and biomaterial was observed on the pump at the time of pump removal. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the complainant reported "worsening hemodynamics" with "buildup in outflow" cage of the device. The pump was ultimately removed, and the patient was placed on extracorporeal membrane oxygenation (ECMO), however, expired days later. No additional information was given.